Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
It was reported that the pt underwent a total knee arthroplasty procedure utilizing zimmer patient specific instruments guides. Difficulty with the positioning of the guides required the surgeon to switch to traditional instrumentation. This resulted in a delay during surgery of 45 minutes.